Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be middle age, probably in his (B)(6). Patient reported to be of average weight. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device after a cerebral diagnostic procedure. Reportedly, a cuff miss occurred, a second proglide (from the same lot) was attempted with the same result. A third proglide (from a different lot) was used and achieved hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was unable to be confirmed, because key components were not returned, which limited the scope of this investigation. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. One unused sterile representative sample with the same lot number, 20627j1, as the complaint device was returned for evaluation. Functional testing was performed and the device met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample.